Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated that she was hospitalized for low blood glucose levels. The customer stated that she was working out, but was not wearing her sensor at the time. The customer then woke up in the hospital. The customer stated that she has made changes to her basal rate and bolus wizard settings. Nothing further was reported.